Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels above 600 mg/dl. The customer had nausea, vomiting and ketones. It was also stated that the cannula had broken off and stayed underneath his skin. The nurse was unable to troubleshoot at the time of the call, and wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.